Manufacturer narrative:
The field service engineer (fse) found an issue with the ise bath/block assembly. The fse replaced the block assembly, replaced the tubing set for the rinse mechanism and re-built the vacuum pump. Adjustments and alignments were performed. The customer ran calibration and qc with acceptable results.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for sodium (na) on a cobas 6000 c (501) module. Patient 1: initial result was 157 mmol/l. The repeat was 147 mmol/l. Patient 2: initial result was 155 mmol/l. The repeat was 139 mmol/l. Patient 3: initial result was 152 mmol/l. The repeat was 143 mmol/l. The repeat results were run on a different instrument at the customer site, and were believed to be correct. It is not known if any questionable results were reported outside of the laboratory. The na cartridge lot number and expiration date were not provided.

Manufacturer narrative:
On a second service visit the field service engineer (fse) found that the sample probe mechanism has excessive vertical play. The slider is worn and loose causing excessive play. The fse replaced slider piece, performed sample probe adjustments and alignments. Fse performed ultrasonic mixer alignments and adjustments since assembly was removed. The customer's calibration and qc recovery information was requested, but not provided. The investigation determined that the issue found by the field service engineer was the root cause of the event.